Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during routine follow-up, the pulse generator exhibited post paced t-wave oversensing. The device was reprogrammed to a fixed sensing value.